Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres (atm), the balloon ruptured. Subsequently, another 6.00mm x 12mm nc emerge was advanced for dilatation and inflated once but the balloon also ruptured at 12 atm. Both devices were removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good post procedure.